Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6)-2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness c riteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia"), rash ("skin rashes"), alopecia ("hair loss"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the perforation, pelvic pain, dyspareunia, rash, alopecia, menorrhagia and uterine haemorrhage outcome was unknown. The reporter considered alopecia, dyspareunia, menorrhagia, pelvic pain, perforation, rash and uterine haemorrhage to be related to essure. The reporter commented: it was reported that she had events with severity, intensity, and difficulty in treatment, far surpassing what was described in the labels. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia"), rash ("skin rashes"), alopecia ("hair loss"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, dyspareunia, rash, alopecia, menorrhagia and uterine haemorrhage outcome was unknown. The reporter considered alopecia, dyspareunia, menorrhagia, pelvic pain, perforation, rash and uterine haemorrhage to be related to essure. The reporter commented: it was reported that she had events with severity, intensity, and difficulty in treatment, far surpassing what was described in the labels. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.